Event description:
It was reported the anesthesiologist used too large of a mask during a surgical procedure which allowed oxygen to escape. When the cautery pencil was activated, a small fire resulted.

Manufacturer narrative:
It was reported that the size of a face mask being used on the pt during a surgical procedure was not correct, and allowed oxygen to leak. When the cautery pencil was activated, it combusted and a small fire resulted. The pt received a 1st degree burn as a result. The product was returned to us for eval and testing. It performed according to specification, and no failure was detected. Based on the info gathered from the facility as well as the sample eval, it has been determined the incident was caused by user error. However, due to the report of the fire which resulted, this MDR is being filed.